Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8052920; medical device expiration date: 2021-02-28; device manufacture date: 2018-02-21; medical device lot #: 8025594; medical device expiration date: 2021-01-31; device manufacture date: 2018-01-25; medical device lot #: 8047695; medical device expiration date: 2021-02-28; device manufacture date: 2018-02-16. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder left foreign matter on the skin after penetrating the skin. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. Samples from incident lot numbers 8025594 & 8047695 were received; however, no samples were received from incident lot number 8052920. For the samples that were received, evaluation and testing was conducted and no issues were observed that might indicate abnormalities with needle point integrity, as all product specifications were met. A review of the device history record was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples that were received, the customer¿s indicated failure mode for issues with needle point integrity with the incident lots was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The received product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder left foreign matter on the skin after penetrating the skin. There was no report of exposure, serious injury, or medical intervention.